Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that when the imaging system was closed around the patient, the door was closed, but the pendant was stating that the door was still open. The site was able to hug the covers of the system to align the system and the site was able to proceed with the case. Manufacturer representative was on site to look at the system and noted that when home was invalidated system was able to open and close. The error message was received one time out of 15 times while opening and closing the system. Error was canceled and home invalidated again with no issue. Some of the buttons were a little hard to push on the pendant but system was working as intended. There was a reported delay of 10 minutes. No known impact on patient outcome.